Event description:
It was reported that at an office visit, the physician palpated the device and suspected the lead was disconnected. No diagnostics were performed at this visit. Upon follow-up a week after the visit, the patient reported experiencing increased seizures since the office visit. The patient's caregiver stated that the patient had been doing well with vns and seen improvement with each vns titration. A company representative later saw the patient and performed diagnostics on the patient's device. The diagnostics showed that the device was functioning as intended within normal limits. The patient's settings were adjusted for tolerability issues. There was no information regarding the increased seizures. No further relevant information has been received to date.